Manufacturer narrative:
Continued: phone number: (B)(4). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy.

Event description:
Medical staff reported capsular contracture baker grade unknown and swollen lymphnodes . This relates to the left side. Device has been explanted.